Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Evaluation status: in progress 3 device evaluations are in progress. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-00359 but should be included under this report. - 4 total events were reported for this catalog number/device code combination for the reporting quarter. - 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received. Event confirmation status 4 reported events were not confirmed. Evaluation results 4 devices had no device problem found.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 4 events had patient involvement; no patient impact.